Event description:
It was reported that the patient received inappropriate shocks due to oversensing noise. A magnet was used to stop the therapy. During lead revision lead damage was noted. The lead was explanted and replaced. Patient was well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.